Event description:
It was reported by repair work order that the fowler would drift due to a stuck switch on the siderail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.